Manufacturer narrative:
Correction: b.5.,d.4., g.2., and h.4.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment the patient line became disconnected from the catheter. The patient indicated knowing about the disconnection/leak in fill 5 of 5. The patient was advised to always make sure the patient line is securely connected during treatment. In a follow up, a pd nurse verified that the patient did have a patient line connector fluid leak. The nurse verified that the patient did not encounter any harm, adverse event or intervention due to the leak. The nurse said no other patient information was available. The patient does not have the cycler set to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment the patient line became disconnected from the catheter. The patient indicated knowing about the disconnection/leak in fill 5 of 5. The patient was advised to always make sure the patient line is securely connected during treatment. There was no harm reported during the initial call. Additional information was requested but none was received.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment the patient line became disconnected from the catheter. The patient indicated knowing about the disconnection/leak in fill 5 of 5. The patient was advised to always make sure the patient line is securely connected during treatment. In a follow up, a pd nurse verified that the patient did have a patient line connector fluid leak. The nurse verified that the patient did not encounter any harm, adverse event or intervention due to the leak. The nurse said no other patient information was available. The patient does not have the cycler set to return as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.